Manufacturer narrative:
Isi has received the small grasping retractor associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. This complaint is assessed as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur.

Event description:
During a da vinci assisted procedure, it was reported that the small grasping retractor instrument broke. The procedure was completed and there was no patient injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: name of procedure was robotic sigmoid colectomy.